Event description:
It was reported that the patient was not able to adjust stimulation. A "call your doctor" icon was reported. It was noted that a power on reset (por) condition was present. The por condition was cleared and that "resolved the reported issue." Adjustments were not able to be made with the antenna attached. The programmer was turned off and then back on, and the patient was able to get to the therapy screen. No further information was available at the time of this report.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 7425, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).